Event description:
It was reported that before the implantation the physician found the helix was extended outside of the lead a little bit. The physician suspected there might be a problem if the lead was used; therefore the lead was not used in the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).